Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said stimulation was more in their rectum area and it was uncomfortable. The cause of the poor communication issue was determined; it was because the bandage was thick. The action/intervention taken to resolve the poor communication issue was the patient went to their healthcare provider's (hcp) office where the bandage was removed and the patient programmer ( pp) was reset; the pp synched. The event has not been resolved and the patient needs further assistance. They said there is an ongoing problem with the adapter and they feel more instruction with the pp would be helpful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient came out of surgery groggy. Right after implant, right away it was as bad as before, the patient was referring to symptoms. Caller reported they called the manufacturer right away because of a large bandage they were unable to sync until the bandage was removed. The patient had then been reprogrammed in the healthcare provider's office and this resolved the syncing issue and therapy. Patient alleged they felt stimulation in the rectum, patient thought this was the wrong location. Patient reported increased bowel, they went #2 quite a bit and that had never been present before. Patient thought this was due to the stimulation in their rectum. Patient reported they felt great, but they were having many symptoms, leakage and urgency were continuing more than they expected, they were expecting better symptom relief than they were getting, but they were happy overall. Patient went to their healthcare provider the day prior to thereport, they did not change programs, only decreased 0.1v, from 1.3 to 1.2. Caller reviewed they were getting up at night, not sleeping well at night. Caller reported getting up 4x the night prior and symptoms being pretty strong, possibly due to stimulation being off. Patient was able to sync with the programmer on the call and it showed stimulation was off. Patient turned stimulation back on on the call, but declined making any programming changes. The patient also reported they were having extreme difficulty using the antenna and they were possibly seeing a triangle. Caller thought this was due to user error, they were not comfortable with what to do. Patient was unable to connect, so they went to the doctor's office for programming. Patient thought it was the paddle and the healthcare provider redirected them to the manufacturer. The patient programmer connected normally during the call, but it was reported as unresolved as the patient had to go to their healthcare provider for programming change. Caller reported the training process for patient programmer use is lacking for instruction. Patient reported they were groggy after surgery and felt they weren't trained on patient programmer use. They reported the manual information is clearly stated, but they didn't feel comfortable using the patient programmer on their own, they were uncomfortable trying it themselves. Patient reported a better understanding after reviewing patient programmer use on the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient said stimulation sensation is too strong. The call center tried walking the caller through their patient programmer (pp), but they were getting poor communication; the patient ended the call and will continue trying. The patient said they were having a pulse-type sensation in their pelvic area that doesn't stop; they want to lower this as it is too strong. The patient also said they "each time try to use bathroom still wetting self." No further patient complications have been reported as a result of this event.